Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device and no physical damage was observed. A functional evaluation was performed on the returned device and found unit flowrate was out of spec. It is noted the returned device could be adjusted during the functional evaluation. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed include a defective transducer or crimped inflow tubing. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during set up, the dyonics 25 control unit did not adjust. It was pumping at a high rate and did not adjust according to pressure settings. Pressure was higher than intended. There was a back-up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).